Event description:
Procedure performed: na. Event description: they were just checking it before using it. Additional information received by applied medical rep via email on 18mar26: the head nurse didn't remember the name of the procedure. Patient is fine. Before using the clip applier, the scrub nurse tried it and only one clip was inside. No other devices were involved. Intervention: they replaced the product. Patient status: na.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.